Manufacturer narrative:
Additional information pertaining to regulatory report # 3004209178-2019-16399 will now be submitted as a supplemental to this regulatory report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative and a consumer regarding the patient. It was reported that the patient had last recharged the device between six months and one year prior to the report. The patient met at the health care professional office. The implantable neurostimulator was unable to be interrogated successfully, and the patient did not have recharging equipment. The implantable neurostimulator is overdischarged. The health care professional has requested one successful physician mode reset be performed so that the impedance values on the lead can be checked. The physician mode reset is scheduled to be performed on (B)(6) 2019. They performed a trickle charge on (B)(6) 2019. The first trickle charge was unsuccessful, and the patient was not interested in any further attempts. The patient is scheduled for a replacement of their implantable neurostimulator. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. Information was reported that the patient's system doesn't work, so she doesn't do anything with it. No further complications were reported. No patient symptoms were reported.